Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53: the customer received a software error detected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the device. No product return is required for mmt-1884.

Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on (B)(6) 2024 15:21 line#8192 file# (B)(4). P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the following: electronic assembly, motor, or force sensor. The following were noted during visual inspection: corroded battery tube, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage. Pump error 53 was confirmed due to hardware anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.